Event description:
Customer reported that the provue read a negative result as positive. Issue occurred during an antibody screen. Cell ii was reported as 1+, however, upon review of the image, the well was negative. No erroneous results were reported.

Manufacturer narrative:
Ocd field engineer was on-site and made the necessary replacements to return the instrument to expected operation. (B)(4).